Event description:
A physician reported that the patient underwent a stream light procedure. After three days, she went back to the clinic and was complaining about pain. The doctor reported a central toxic keratopathy (ctk) and which the patient admitted that when she was taking a shower, shampoo got into her eyes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information received. As per the physician, they made the culture and the result was filamentous fungi. This patient is no longer under medical supervision and therefore further information will not be provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).